Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that on (B)(6) 2026, due to a vision issue identified at surgery setup, the console was unable to be used for the planned procedure. The hospital had a spare console so the procedure was able to proceed using the spare device, no allegation of any impact on the patient. Upon inspection by the hospital staff, it was identified that the right bnc (bayonet neill-concelman) connector that feeds the console monitor was damaged. A field service engineer inspected the device and confirmed the connector was mechanically damaged and had dislodged from its housing. The left bnc connector and the remaining cable length were in good condition. The failure mode is consistent with mechanical damage to the bnc connector. Based on the location and nature of the damage, this is not indicative of a device-related failure during normal surgical use. The failure mode is consistent with mechanical damage to the bnc connector. The damaged components were replaced. The system passed all relevant acceptance tests and was returned to clinical use. No further issues have been reported following the intervention.